Event description:
An initial event notification was received by sequel med tech, llc, on 09-aug-2025 and forwarded to millyard advanced medical products, llc, on the same day. The user reported being admitted to the emergency department on (B)(6) 2025 due to insulin edema. The user expressed believing that the therapy settings established by their health care provider for the twiist automated insulin delivery (aid) system were too aggressive. The patient remains ongoing on their twiist pump. Although no system issue was identified, this event is being reported out of an abundance of caution because the user sought medical attention.

Manufacturer narrative:
Follow-up to MDR #3016798778-2025-00106, submitted on 05-sep-2025. This submission provides corrections to previously reported information and includes the results of a log file investigation conducted following the original submission. The original MDR was labeled as both "initial' and "30-day." For clarification, the original submission should only have been labeled as a 30-day MDR. Updated codes (h6) were added to reflect the review of log files. Results of the log file investigation performed by (B)(6): review of system logs from the timeframe of the reported event confirmed that the twiist automated insulin delivery (aid) system performed as specified given the inputs, such as therapy settings, by the user and the continuous glucose monitor. There is no indication that there was an issue with either the twiist pump or cassette. The user remains ongoing on their twiist pump. No components or additional information relevant to the reported event have been made available to millyard advanced medical products, llc, for further investigation.